Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows:the screws, synthetic absorbable material polimax, were broken when the physician was placing them. The physician decides to place titanium screws on synthetic absorbable material polimax plate. Involved rapidsorb screw has the part # 805.604.04s. No patient harm or delay in surgery reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product was not returned and no lot number was provided therefore an investigation could not be performed. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.